Manufacturer narrative:
Additional information : only one device was received for evaluation. The other three devices were not received and therefore, could not be evaluated. Visual inspection was done on the sample which observed the set was conforming as per product specification. A functional test was performed which revealed a leak in the set. The reported condition was verified. The cause of the condition was due to the solvent not being distributed in all of the tubing walls during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) uromatic tur administration sets leaked. It was further specified that the spike connected to the bag separated from the giving set and 1l of sodium chloride (nacl 0.9%) spilled on the floor. The leak occurred in the operating room prior to patient involvement. No additional information is available.